Manufacturer narrative:
B2: other: urinary retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2026. It was reported that their baseline symptom got worse since trial, patient said they can feel urge to void but they were unable to urinate on their own. The patient wanted to end trial early, patient called physician office to report the issue. The patient was scheduled for an appointment with physician on (B)(6) 2026 but was still not sure if physician will end trial tomorrow. Therapy stim was at 2.3 and patient wants to turn therapy off. Assisted patient to turn therapy off on mytherapy app. The patient also said they tried to increase stim higher than 2.3 today but they felt a burning sensation on their penis when they tried to increase stim further than 2.3. The event was notified to manufacturer representative (rep) to contact patient. The issue was not resolved and it was still on going.